Event description:
It was reported a piece of plastic was visible on the needle tip which was removed prior to inserting the needle into the patient's heart. There were no reported consequences to the patient.

Manufacturer narrative:
We are awaiting device return. When our investigation has been completed a follow up report will be submitted. Date report submitted to FDA by manufacturer: 10/12/2010. Date the initial reporter provided the information to the manufacturer: (B)(4) 2010.